Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of -4.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The exchange resolved the problem. "Oversize lens" was reported for cause details.